Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a with pain in right corporal body due to bulging of tubing. The cylinders were removed and remeasured, the physician did a corporoplasty, and implanted new cylinders and reconnected the reservoir. There is no additional information reported.